Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was shutting down. The customer stated that the insulin pump had damage on the reservoir compartment. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was monitored for several days. The pump was received with all operating currents within specification and passed the functional testing including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected shut down anomalies were noted. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.